Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified plastic blue sleeve is cracked and still attached to the inserter. A tip slider assembly has been welded to the shaft. It is unknown why the assembly was welded. The device has an approximate field service age of 3 years 9 months. It is unknown how many times the device was used. The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when preparing the instrument prior to the surgery; the blue sleeve at the tip of the inserter was found cracked. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.